Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted (B)(6) 2010 and removed/replaced on (B)(6) 2021 due to the left cylinder migrated out of the distal end of left corpora. The old device worked well. The explanted prosthesis was not returned for evaluation. Because examination may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Titan otr, two cylinders and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 2140470.

Event description:
According to the available information, the left cylinder migrated out of the distal end of the left corpora. A complete revision was done; everything was replaced. It was noted the device worked well, and there was no infection.